Event description:
The distributor in (B)(6) reported that the device's touch screen is intermittently freezing up. They reported that they calibrate the touch screen and the issue goes away then returns.

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The distributor in (B)(6) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received.